Event description:
As pt was being transferred from the commode to the bed by means of the hoist and a sling. When the pt was approximately 20cm off the commode, the left side shoulder clip of the sling snapped (a loud snap was heard) and the pt fell to her side. A nurse supported the pt while the hoist was lowered. No injuries were reported.

Manufacturer narrative:
One sling section plus attachment clip was returned to the manufacturer for investigation and conclusion. The section is reported to be the left hand shoulder from a specia_ mav5174 sling. The manufacture and test date of the sling is unknown, but the attachment clip date clock indicated october 2002. The shoulder attachment clip had suffered damage and all three top rails were broken through the cold shut line. The body of the clip and a high degree of curvature throughout the longitudinal axis of the clip. This shows that the clip has been folded about its central axis. The investigation report states that the incident clip snapped during transfer. The curved clip profile suggests the clip was damaged significantly before final use, which should have been picked up during routined examination before use. The manufacturer concludes the break in the clip ws caused by physical damage through folding along its longitudinal axis. Possible reasons for this damage are laundry damage by machinery in washing or drying, or trapping and subsequent folding forces by a door or similar. The manufacturer recommends the custoemr be advised to review their launderies process to ensure the slings cannot be physically damaged and to check for potential areas where physical damage could occur. The customer should also be advised on the need for regular sling inspection before each and every use, as directed in the "guidelines on the use of your sling."